Event description:
Max plus needleless connector, when a syringe is disconnected, the internal plunger in the needleless connector 'splits' fluid out. This is causing a complication in nuclear medicine when radioactive medication is injected for a scan and the needleless connector 'splits' this med on pt and pt clothing when the syringe is disconnected. This is then interfering with the scan due to picking up the solution outside of the body. FDA safety report ID# (B)(4).